Event description:
It was reported that during a ptca/stenting treatment procedure, the physician noted friction when attempting to load the goodman 3.0/13 mm balloon catheter over the choice pt guidewire. The choice pt guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.